Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor did not work so customer pulled it out and they found out that cannula was shorter than usual. Customer¿s blood glucose value was 202 mg/dl. No further details given. The sensor will not be returned for analysis.